Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while a patient was being transported in house the cardiosave intra-aortic balloon pump (iabp) generated a internal communication failure twice where the pump stopped pumping the iabp was switched out and was to be sent to biomed. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the intra-aortic balloon pump (iabp) exhibited error code# 111 & error code# 112. The fse replaced the coiled cord between the base and display unit. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that while a patient was being transported in house the cardiosave intra-aortic balloon pump (iabp) generated a internal communication failure twice where the pump stopped pumping the iabp was switched out and was to be sent to biomed. No patient injury, harm or adverse event was reported.